Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. The up arrow button was unresponsive. Customer's blood glucose level was 71 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to keypad connector on lcd board unlocked and minor scratches on lcd window.